Manufacturer narrative:
On 8-mar-2021, mentor received additional information regarding the patient¿s symptoms and pathology result. The patient experienced fatigue, hair loss, muscle pains, insomnia/difficulty sleeping, headaches, and memory concentration problems. The patient physician stated that her pathology report indicated localized inflammation. Some of the patient¿s symptoms were improved after the removal surgery. On 15-mar-2021, mentor received additional information regarding the patient's heavy metal test results. The patient were tested for several heavy metal tests, and the test results indicated that lead and mercury were detected in the patient's urine. The relevant field has updated. H6 health effect - clinical code e2402: toxic reaction. On 18-mar-2021, mentor received additional information regarding the pathology report and the patient¿s symptoms. The patient¿s physician stated that the patient is experiencing localized inflammation (skin rash, hypersensitivity, plantar fasciitis) and that is consistent with the pathology report. In addition, the physician reported the patient¿s additional symptoms. The rash beneath the patient¿s breasts and bilateral breast pain have resolved after removal. For years prior to the implantation surgery and after the implants were placed, the patient experienced nonspecific inflammatory illness. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2023, secondary review of the file was performed. Patient code e1417 (unspecified reproductive system or breast problem) has been added as a replacement for ¿toxins in children¿ per the following: ¿there is only a possible tertiary association between the breast implant and any of the symptoms described by the patient in regards to the child, which at best is extremely unlikely. In addition, the symptoms are completely nonspecific. There was no relation of the breast implant to the complaint of infection in the child as there was no infection present in the breast implant. The complaint of constipation issues in the child is included in the generalized breast implant illness category as it represents a gastrointestinal problem.¿ manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the analysis was completed based on a video that was provided. Investigation summary: upon visual evaluation of the video provided in the complaint, no apparent damage or visual anomalies were observed on the device. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, toxins in children, complication of pregnancy. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 275cc mentor memorygel breast implant prostheses and suffered several unexplained systemic symptoms, including migraines, blurred vision, unspecified allergies, difficulty swallowing, chocking, rashes, hives, welts after giving birth (2015), dizziness, lightheadedness, seeing stars, joint issues with elbows and feet, gi issues, internal and external hemorrhoids, vitamin deficiency, tachycardic issues / heart issues, anxiety, depression, inability to cry/ difficulty crying, numbness and tingling in hands and feet that go down to shins, brain fog, weight gain issue, hand tremors, nervousness, difficulty concentrating and focusing, memory difficulties, heat and cold intolerance, and pms irregularity. In addition, the patient reported that she had several unspecified complications during pregnancy, and the patient¿s son was born with an infection and has constipation issues, no device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent explantation on (B)(6) 2020. This report is for the left-sided prosthesis.